Event description:
It was reported that the 9800 system presented a saturation limit error. Case continued after rebooting. There was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.